Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture concomitant products: (left) 350cc mentor memorygel breast implant catalog: 3507350bc lot: 5785420 sn: (B)(4). On 2/27/2019, the product investigation was completed. Device investigation summary: the device contained clear gel. No foreign material was observed within the device or on the shell surface. During evaluation a rent within shell abrasion was observed on the posterior aspect, suggesting in-vivo folding or creasing of the device, the rent measuring approximately 10 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Potential cause: the complaint was confirmed since a rent with a shell abrasion was found on the device. Shell abrasion suggesting in-vivo folding or creasing of the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, suffered right side rupture post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel implant on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).